Manufacturer narrative:
(B)(4).

Event description:
The customer indicated the event occurred before surgery. There were no procedure cancellations.

Manufacturer narrative:
The system was examined. The company representative tested 3 probes, all worked fine in both ports. It was noted that the customer¿s probes (with all the same lot number), were not being recognized as they were nonconforming. The front panel printed circuit board (pcb) was replaced as a preventive measure. The company representative did not indicate finding any issues related to the reported event of the laser not firing. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 17, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of the radio frequency rings not turning green can be attributed to the customer¿s nonconforming laser probes. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The root cause of the reported event of the embedded laser not firing cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser would not fire and the "rf" rings would not turn green. Additional information has been requested.